Event description:
User facility reported that the device was used with patient and then removed from use. According to reporter, the nurse had retracted the needle into the safety position, but the needle remained exposed. The nurse sustained a needle stick injury from the exposed needle. It is believed that the nurse is being treated in a manner consistent with hospital's internal protocol for needle-stick injuries. No permanent effects to user reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.